Event description:
During pt use, the ventilator stopped ventilating along with a 'motor fault alarm' occurred and device alert the pt was ambu bagged and switched another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no additional pt info was provided.